Event description:
Information received indicates the head high low function will drift down after a few days.

Manufacturer narrative:
The technician replaced the head high low cylinders to repair the stretcher.